Manufacturer narrative:
(B)(4). Concomitant medical products cmn femoral nail, ccd 130, left, 10 mm, 34 cm, item#: 47249334310, lot#: 3020635. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item#: 47248403550. Lot#: 65007883. Cephalomedullary nail cap 5 mm height, item#: 47248700205, lot#: 64745428. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item#: 47248403750, lot#: 64997560. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length, item#: 00223200418, lot#: 65046164. Report source- germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00508.

Event description:
It was reported that a patient underwent a procedure to repair a left, comminuted, subtrochanteric fracture. On an unknown timeframe post-implantation, the connection between the titanium rod of the femur and the screw spindle of the joint head loosened and shifted. The fracture has not healed due to the loosening and constant movements. Additional surgery is pending. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : currently still implanted.

Event description:
No further event information available at the time of this report.